Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the rv lead integrity alert (lia) were met, and oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, 11 ventricular sic over the last 5.5 hours, 4 non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds from 8 to (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes. (B)(4).

Event description:
It was reported that a patient alert triggered and the patient presented to the healthcare facility for device check. Device check revealed right ventricular (rv) lead noise and, detection was turned off. Further evaluation revealed varying rv impedance, and the non-sustained episodes indicated noise. Egm (electrogram) was performed with various postures, but no event was replicated. A device check was conducted again, and thirty short interval counts (sic) had occurred in one night. Isometric movement could not reproduce noise. History of episodes included multiple episodes such as high rate non-sustained to suspect rv fracture. X-ray revealed rv fracture, however apparent site of lead fracture could not be identified. The rv lead was capped, remains in the patient and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.